Event description:
Hcp reported pt had volume discrepancies of 2-6 cc at each refill since implant (2002) with 1-2 exceptions. Hcp performed a myelogram/rotor study and believes everthing was "intact" but doesn't want to be quoted on this. He will verify this when reviewing the chart. The pt has not had signs of overdose only some sleepiness. He reported the pt has a great tolerance to their medication. The pt is on low doses of neurontin which caused the pt to be sleepy so he concluded there is no direct sign of overdose from the pump. He noted the anchor on the supraspinous ligament became detached so the catheter has "backed out" a bit but is still in the it space. The pt has opted to not have a revision because pt is "exquisitvely sensitive" to dural punctures. Pt experiences severe headaches that last for weeks and has required hospitalization.